Event description:
Pt had central line placed for prosorba and received first treatment. That evening they developed arm swelling and were diagnosed with an axillary dvt and given lovenox. They later developed dyspnea and admitted to hospital with pulmonary embolism. They were treated with anticoagulants and discharged home after 3 days.